Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad). The 3.5mm x 5mm target lesion was located in the moderately tortuous and severely calcified lad artery. The rotapro was prepped and platformed at 180,000 rpm outside the patient. During the procedure, the burr became stuck on the guidewire in the lesion, and the system stalled. It was attempted to remove together with the system but the tip of the wire was trapped in the small vessel in the lad distal. The burr was immediately pulled from the lesion, but the system stall continued. Ultimately, the shaft of the burr was cut and a guide extension was advanced over the shaft to the lesion. The tip of the wire was released from being trapped and it was all removed. It was noted that the tip of the wire got stretched and kinked in the proximal part. The procedure was completed successfully with another of the same device. There were no patient complications reported. The patient's status was good post procedure.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad). The 3.5mm x 5mm target lesion was located in the moderately tortuous and severely calcified lad artery. The rotapro was prepped and platformed at 180,000 rpm outside the patient. During the procedure, the burr became stuck on the guidewire in the lesion, and the system stalled. It was attempted to remove together with the system but the tip of the wire was trapped in the small vessel in the lad distal. The burr was immediately pulled from the lesion, but the system stall continued. Ultimately, the shaft of the burr was cut and a guide extension was advanced over the shaft to the lesion. The tip of the wire was released from being trapped and it was all removed. It was noted that the tip of the wire got stretched and kinked in the proximal part. The procedure was completed successfully with another of the same device. There were no patient complications reported. The patient's status was good post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device analysis by MFR: the returned product consisted of a rotapro device. The sheath and coil were cut at the strain relief, the distal part of the sheath was not returned for analysis. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.